Manufacturer narrative:
This report is submitted on 19 march 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth and pain at abutment site; subsequently the patient was placed under general anaesthesia to undergo skin revision surgery on (B)(6) 2020.